Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. External insulation abrasions were noted at 18.5-19.1cm and 26.3-27.1cm from the distal end, consistent with lead friction to another implanted device or feature of the heart. The silicone insulation was intact in these locations. Other damage found was consistent during the implant procedure. Operator of device: reliability laboratory technician (B)(4) .